Manufacturer narrative:
While seated in their chair the user alleges their back canes broke resulting in them falling and sustaining an alleged injury. No history to suggest a product problem. User had a arm socket repair done in the past due to a bolt breakage during a transfer. It's unclear, if the back cane was damaged during the previous event and missed when serviced by the dealer. Product has not been returned for eval at this time, so it is unk if a malfunction occurred, or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed injury.

Event description:
The consumer states while sitting in his chair in the driveway, both of the back canes allegedly snapped, causing him to fall backwards and sustain injuries. Although injury is alleged, no details have been provided at this time.